Event description:
Customer complained of malfunction with lithotomy pole.

Manufacturer narrative:
The technician evaluated the equipment and determined that the roll pin on the left calf support needed to be replaced. The repair resolved the issue and the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.